Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter was displaying an ¿error 2¿ message. Per the owner¿s booklet, an error 2 could be caused either by a used test strip or there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unspecified time on (B)(6) 2013. The patient manages her diabetes with an insulin pump. At an unspecified time on (B)(6) 2013, the patient stated she had less food/drink in response to the alleged issue. The patient claimed, a few days after the alleged issue occurred, she ¿fainted¿. At an unspecified time on (B)(6) 2013 the patient reported her blood glucose was tested on a doctor/clinic meter and obtained results of ¿68, 28 mg/dl¿ and was treated by a health care professional (hcp) with glucose tablets/glucose gel. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (01/15/2014)-device evaluation: the meter and test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 1/7/2014 and 1/14/2014 respectively with the following findings: the meter and test strips passed testing with no faults found. Lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.